Event description:
It was reported that during the endoscopic retrograde cholangiopancreatography (ecpw) procedure, the stone had already been caught and was about to be crushed, the knob for crushing/closing the basket broke off with the subject device stuck. The procedure was completed by replacing it with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. Based on the results of the investigation, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.